Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was not provided to f&p healthcare for evaluation as it had been discarded by the heatlhcare facility. Visual inspection of the provided photographs and video confirmed that the mr290v vented autofeed humidification chamber was leaking water. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber and breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was leaking water during setup, prior to patient use. There was no patient involvement.